Manufacturer narrative:
The engineering technician was able to duplicate a bias current warning, and noted the motor cartridge was corroded. A corroded motor cartridge may cause the reported event.

Event description:
It was reported that during testing at the manufacturer facility, the core micro drill caused a bias current message to be displayed, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during testing at the manufacturer facility, the core micro drill caused a bias current message to be displayed, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.